Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the thrombosis was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that there was thrombosis during impella rp flex support. The device was removed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.